Event description:
Customer reported that he was hospitalized four months ago due to high blood glucose. Customer stated that the blood glucose reading was unknown when he was hospitalized. Customer stated that now he had high blood glucose of 268 mg/dl and his insulin pump is not delivering the insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.